Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results compared to readings from a competitor brand device and experienced a loss of consciousness. The customer noted a horizontal trend arrow indicating glucose is changing slowly (less than 1 mg/dl per minute). The customer was able to self-manage by consuming glucose tablets, cole slaw, and dextroxin. There was no report of death or permanent impairment associated with this event. A sensor result of 68 mg/ dl was compared to a competitor brand device reading of 120 mg/ dl, and the results, when plotted on a parkes grid, fell into the c zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.